Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, and the physician partially recaptured the device seven (7) times and made two (2) full recaptures. The closure device was deployed in the laa and the physician was checking release criteria. While performing the tug test the core wire appeared abnormally and to be severely torqued. The physician moved the was back towards the closure device and the tension of the core wire released resulting in the closure device to become detached from the core wire. The closure device moved out of the laa with only the mitral side anchors engaged. The physician used the was to hold the closure device in position while preparing an additional device to ensnare and recapture the closure device. The physician was able to re-screw the closure device back onto the core wire. The closure device was then successfully removed from the patient with no patient complications occurring. The procedure was completed using a new 27mm wds. The closure device was successfully implanted in the laa of the patient.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman (flx) delivery system with the implant deployed and attached to the core wire, and blood in the device. Inspection of the device found numerous kinks in the sheath. Microscope inspection found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip, and the distal marker band was flattened. The implant frame had an anchor hooked behind a strut. Device functionality was carried out by detaching and re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after four full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, and the physician partially recaptured the device seven (7) times and made two (2) full recaptures. The closure device was deployed in the laa and the physician was checking release criteria. While performing the tug test the core wire appeared abnormally and to be severely torqued. The physician moved the was back towards the closure device and the tension of the core wire released resulting in the closure device to become detached from the core wire. The closure device moved out of the laa with only the mitral side anchors engaged. The physician used the was to hold the closure device in position while preparing an additional device to ensnare and recapture the closure device. The physician was able to re-screw the closure device back onto the core wire. The closure device was then successfully removed from the patient with no patient complications occurring. The procedure was completed using a new 27mm wds. The closure device was successfully implanted in the laa of the patient.

Event description:
It was reported that the device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, and the physician partially recaptured the device seven (7) times and made two (2) full recaptures. The closure device was deployed in the laa and the physician was checking release criteria. While performing the tug test the core wire appeared abnormally and to be severely torqued. The physician moved the was back towards the closure device and the tension of the core wire released resulting in the closure device to become detached from the core wire. The closure device moved out of the laa with only the mitral side anchors engaged. The physician used the was to hold the closure device in position while preparing an additional device to ensnare and recapture the closure device. The physician was able to re-screw the closure device back onto the core wire. The closure device was then successfully removed from the patient with no patient complications occurring. The procedure was completed using a new 27mm wds. The closure device was successfully implanted in the laa of the patient.

Manufacturer narrative:
H6: device codes updated from device dislodge or dislocated a051201 to migration a010402.